Manufacturer narrative:
Additional information: d10, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the actual sample and a companion sample was returned to the manufacturer for evaluation. The actual sample and companion sample was visually inspected and was found that the luer lock connector is acceptable as no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The returned samples performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that they received an air detected in cassette alarm during dwell 4 of 4 of treatment. It was reported that the safe lock adp luer lock connector was not secured and leaked between the connector and baxter solution bag. Upon follow-up with the patient, it was reported that the patient is trained on manuals and stat drains if needed, but di not complete treatment that day because they were at the end of treatment. The patient confirmed they did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported issue. It was reported the connector is available to be returned to the manufacturer for evaluation.